Event description:
As reported, approximately eight years post initial left tka, this (B)(6) male patient underwent revision of the total tkr optetrak due to poly wear and debris in the knee were indicated. There was no breakage of a device. There was no surgical delays reported. Patient was last known to be in stable condition following the event. X-rays were not able to be obtained by sales rep. Device images received. The device will be return.

Manufacturer narrative:
Concomitant products: optetrak 3 peg patella (cat# 200-02-32 / serial# (B)(4)) optetrak tibial tray (cat# 204-04-44 / serial# (B)(4)) optetrak asymmetric femoral posteriar stabilizer (cat# 234-02-04 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely the result of detachment of the tibial tray¿s medial posterior screw hole cap at the time of implantation, which prevented the tibial insert from fully seating, leading to micromotion and extensive backside wear of the polyethylene over time. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.